Event description:
On (B)(6) 2012, the patient contacted animas alleging that the down arrow keypad button required multiple button presses in order to elicit a response. The patient reportedly noticed the issue when he was changing out the site/set and loading the cartridge. The patient reportedly wore the pump attached to a belt and did not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): investigation revealed the keypad to be fully intact with no peeling or damage observed. The ok and contrast keypad buttons respond when pressed. The up and down keypad buttons respond intermittently when pressed. The contrast, up and down arrow and ok keys have normal spring back/click. The keypad was removed to investigate revealing evidence of contamination found under the contacts of the contrast, up and down contact buttons.